Manufacturer narrative:
(B)(4). Batch # r93w6d. Additional information was requested, and the following was obtained: did the clip feed sideways? No information. Did the clip feed slowly into the jaws of the device? No information. Did multiple clips feed into the jaws of the device? No information. Or did the clips feed into the jaws of the device and eject or drop? No. The clip fell out from the jaws when the trigger was grasped. At that time, the clip was not fed into the jaws properly. No further information will be provided. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 1 "clips" was found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws properly after several firings, and the clip fell out from the jaws when the trigger was grasped. The device was used on the common bile duct. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.